Event description:
As reported from the (B)(4) study, a patient underwent stenting of an isr lesion in the mid lad with a cypher stent on (B)(6) 2010. The isr was of a non-cordis des. On (B)(6) 2011, the patient underwent stenting of the lad. The cypher stent placed during the index procedure was found to be patent on angiogram, and the stent placed on (B)(6) 2011 was distal to the index stent and greater than 5mm away. Additional information was received regarding (B)(6) 2011 procedure through cec adjudication minutes. Repeat angiography on (B)(6) 2011 for recurrent angina in presence of a +ve ischemia study revealed an 80% stenosis, diffuse disease in the lad as reported in the interventional cath report; however, it did not specify exact location of the stenosis in the lad, status of the previously placed stents, or exact location of a placed new drug eluting stent. The angiographic core lab reported a 9% isr, 0% prox edge restenosis, and a 25% distal edge restenosis with no thrombus and timi iii in the target lesion of mlad. There was a 55% stenosis in the analyzed segment per angiographic core lab, and following explanation was provided. "Study stent and edges are patent at follow-up. The baseline segment of analysis was extended distally to be able to take the distal normal outside of previously deployed stent. The mld is immediately distal to the distal edge of the study stent and in the edge of the previously deployed stent. This would be an in-segment but no isr. In-segment mld at distal edge of previously deployed stent". Remote target vessel revasc to lad performed distally to the study stent lesion. A balloon angioplasty and stenting was performed. Previously site had reported that this lesion was not within 5 mm of study stent, but based on minutes, the event of reocclusion cannot be dissociated from a study stent.

Manufacturer narrative:
Concomitant medications included plavix, heparin, lisinopril, lopressor, omeprazole, and pravastatin. Additional information will be submitted within 30 days of receipt.